Event description:
.

Manufacturer narrative:
(B)(4). Additional information: can you please confirm that a hysterectomy was completed? Confirm. Was more than one firing completed? One proximal firing successful, reload of distal firing is one in question. And, was the surgeon moving across the bowel? Surgeon going across rectum. If applicable, were any other color cartridges used? Green on both I believe as the product code is cs40g. Was there a problem with the first firing? No. Was the device used for the transection line? Yes and a subsequent device was used successfully. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was buttressing material utilized? No. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Thick from rectal tumor. What was the patient's pre-op diagnosis? Rectal cancer. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, on the second firing of the device, no staples were present on the sigmoid stump but they were present on the specimen side. There was a hole in the sigmoid colon that needed to be repaired which resulted in a hysterectomy being performed to locate the hole. The hole was stapled beyond with a second cs40g and the anastomosis completed using a cdh29a. The patient was diverted for an ileostomy due to the reported event. The surgeon stated that the ileostomy will be reversed in 3-6 months. Additional information being requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.